Event description:
It was reported that on (B)(6) 2022 the patient passed away from ventricular tachycardia (vt) resulting in hemodynamic instability. The night that the patient decompensated in the cardiac intensive care unit (cicu), the patient had sustained polymorphic vt without apparent cause but probably related to elevated left ventricular end diastolic pressure (lvedp). The pump operated as expected, and the patient did not have a history of arrhythmia pre-implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this investigation. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28apr2022. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.